Event description:
The pt was seen at the ctr for device eval in august 1999. When tested at the ctr, link between the internal and external components of the system could not be established. Revision surgery took place in 1999 and the pt was reimplanted with another clarion device.